Event description:
Received user facility medwatch #14-0105-0001 stating that during several reversals of hartman's procedure, the device used for anastomosis did not fire and the device did not make complete donuts when fired. This resulted in the bowel being nicked which required repeat colostomy.